Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver data log confirmed the reported event of receiver ceased to function. The root cause was determined to be a defective battery.